Event description:
It was reported that impedances >9000 ohms were seen on all electrodes. The hcp suspected a possible break or connection issue. Testing was going to be performed in the operating room (or) to establish where the break was, after which it would be determined if a revision was needed. A return of symptoms was also reported. The patient status at the time of report was alive with no injury. Additional information was received that reported surgical intervention took place on (B)(6) 2014. The system was tested in the operating room and the problem was with the lead. The lead was replaced. After surgery, all impedances were normal and the patient seemed to be doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, explanted: (B)(6) 2014, product type: lead. Product ID: neu_un known_ext, product type: extension. (B)(4).

Manufacturer narrative:
Analysis of lead model 3389-28 ln: unknown found that all conductors were broken 8.9 cm from the proximal end.